Manufacturer narrative:
(B)(4).

Event description:
Removal difficulties were reported. The target lesion was located in the very calcified and serve tortuous, right coronary artery (rca). There was no problem during the speed test. The physician used a 7f guide catheter with a 1.50mm rotalink burr for rotational atherectomy in the proximal rca. The burr was able to ablate the lesion at a speed of 155.000. While withdrawing the burr they felt a strong resistance. The speed on the console was over 160.000 and the advancer was working, but the burr didn't twist anymore. The procedure was considered completed. The device was removed from the patient. The connection between the advancer and the burr was checked and noticed broken parts. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified the handshake connection was within the catheter housing. An attempt was made to retrieve the handshake connection from under the catheter body and it was successful. The burr catheter was inspected and the coil was observed to be kinked proximal to the handshake connection. A handshake connection test was attempted to examine the integrity of the connection between the burr catheter and a test advancer. No issues were noted. The burr and the annulus were microscopically examined and no issue were noted. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Removal difficulties were reported. The target lesion was located in the very calcified and serve tortuous, right coronary artery (rca). There was no problem during the speed test. The physician used a 7f guide catheter with a 1.50mm rotalink burr for rotational atherectomy in the proximal rca. The burr was able to ablate the lesion at a speed of 155.000. While withdrawing the burr they felt a strong resistance. The speed on the console was over 160.000 and the advancer was working, but the burr didn't twist anymore. The procedure was considered completed. The device was removed from the patient. The connection between the advancer and the burr was checked and noticed broken parts. No patient complications were reported and the patient status was stable.